Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; the investigation is not yet complete.

Event description:
It was reported that during a procedure of a calcified, coronary lesion of a unspecified vessel, the rx voyager balloon was inflated successfully for 16 seconds at 12 atmosphere (atm). During a second attempt to inflate the balloon no pressure could be 'built up'and contrast was seen leaking at the proximal end of the balloon.the device was removed from the anatomy without incident. There was no reported patient effect. A different device was used in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager dilatation catheter noted blood and contrast visible in the inflation lumen and balloon, which is consistent with a leak or rupture while in the patient anatomy. The balloon was loosely folded. A new indeflator was used in an attempt to pressurize the balloon catheter when fluid was observed leaking out of a longitudinal rupture .5mm in length, 1 cm distal to the proximal balloon seal. There was a scratch at the distal end of the rupture for a length of .5 mm. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and additionally, the catheter was able to be successfully inflated to 12atm with no leak or rupture noted. It is likely that the balloon material was damaged (scratched) during interactions with other devices, or the calcified patient anatomy, such that the balloon ruptured during the second inflation of the balloon, further contributing to the difficulty inflating the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported inflation issue and balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.